Manufacturer narrative:
The single-use device was received for evaluation. Visual inspection revealed fluid inside the housing and the bag. The cause of the fluid was determined to be due to the luer not being properly closed. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. No evidence of a leak was observed during or after the functional flow test. The reported no flow condition and reported leak condition were not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a small volume infusor stopped flowing during infusion. After disconnecting the device, the bottle was stored ¿for a while¿ (the duration and the location of storage were unknown), and the home patient observed that the device was leaking both inside and outside the housing. This event involved a patient with no patient consequences. No additional information is available.